Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a cardiac surgery due to a lead dislodgement. The lead was repositioned. The patient was hospitalized and upon discharge, the patient condition was stable.